Manufacturer narrative:
Additional information will be provided upon invesigation conclusion.

Event description:
Arjo was informed about events involving arjo passive lift and sling. The customer reported that four events occurred. The report concern the first complaint (registered under (B)(4)). It was reported that a patient was transferred from a concerto shower trolley to a wheelchair. Suddenly a patient fell on the ground , a caregiver noticed that the right leg clip sling detached from the device spreader bar. The device was inspected by arjo and no device malfunction was found.

Manufacturer narrative:
Arjo was informed about four events involving clip detachment with the same patient. This report concerns the first one received (registered under (B)(4) (FDA 9681684-2022-00024) where arjo was made aware of the other three occurrences (registered under (B)(4) (fda9681684-2022-00025), (B)(4) (FDA: 9681684-2022-00026 ) , (B)(4) (USA: 9681684-2022-00027). In this first complaint, the event involved an arjo passive lift maxi move and a maa4060m-m-l1 sling. It was reported that a patient was transferred from the lying position from a concerto shower trolley to a wheelchair with the assistance of one caregiver. In the middle of a transfer, the patient had uncontrolled spastic leg movement and slipped out of the sling sideways, along the side where the right leg clip had come loose. As a consequence of the event, the patient sustained head whiplash, and the treatment prescribed was rest, neck pillow, and medicines: 4x perdolan per day and 4x 10 drops of tramadol per day. The device and the sling were inspected by arjo and no device malfunction was found. As per the sequence of events described above, the patient fell in the middle of the transfer, which suggest that the clips were correctly attached at the beginning of the transfer. The clip came loose at the moment where the patient had uncontrolled spastic leg movement, which may indicate that the movement of the leg might have pushed on the clip with the force and the direction required to cause the detachment. According to the procedures provided in the instruction for use of the passive clip sling (04.sc.00): ¿warning: to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿. ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ according to the procedures provided in the instruction for use of the maxi move (001.25060.en): ¿note: the need for a second attendant to support the patient must be assessed in each individual case¿. ¿there are circumstances, such as combativeness, obesity, contracture etc. Of the individual that may indicate the need for a two person transfer. It is the responsibility of each facility or medical professional; to determinate if one or two-person transfer is more appropriate based on the task, resident load, environed capability, and skill level of the staff members.¿ . ¿warning: patients with spasms can be lifted, but great care should be taken to support the patient¿s legs to prevent fall risk and injuries.¿. Therefore, since the patient presented uncontrolled spastic leg movement, it is considered that a two-person transfer would have been more appropriate; one to support the patient¿s legs, and one to maneuver the lift. Additionally, it would have been an adequate safety practice to stop transferring and safely lower the patient when the resident became agitated. Following all of the information gathered, the detachment of the clip was probably caused by the uncontrolled spastic leg movement of the patient, where the need for a two person transfer might have not been properly assessed, and the safety transfer practices may not have been followed, contributing to the clip sling failure. The most likely root cause then is considered to be the caregiver not following the IFU. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Manufacturer narrative:
Currently, all gathered information is analyzed. Additional information will be provided upon investigation conclusion.